Manufacturer narrative:
Tandem¿s user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 316 mg/dl. A correction bolus via the pump was delivered to address bg level. A system check was performed and air bubbles were observed within the cartridge tubing. Reportedly, when the cartridge in use was loaded, the customer did not perform the air removal process. A supply change was performed to address the issue.